Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection procedure, after firing on the rectum, there was poor staple formation, which resulted in leakage while testing. They used over sewing as a resolution to the issue. The patient was alive with no injury.